Event description:
Per the repair center: alleged low o2/yellow light and key failure was the manifold valve being stuck. Additional malfunctions are the pe valve was leaking and the zip ties and hose clamps were replaced.